Event description:
It was reported that the device gave an alarm with no displayed message. No known adverse effects to patient.

Manufacturer narrative:
Received additional information on 21 january 2019 indication there was no patient involvement. One cadd prizm pump was returned for analysis. Visual inspection of the pump showed that pump was in good condition. During investigation the pump was able to power up and found to be working properly. The customer reported problem could not be duplicated. Based on the evidence, the complaint was not confirmed.